Event description:
A complaint was received stating that the patient's precision system was explanted due to skin erosion at the pocket site. The doctor stated they were concerned about the infection and decided to explant the patient's system. The culture results came back negative for infection.